Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to an emergency room with report of experiencing dizziness. The device was checked and no anomalies were found. It was concluded that the dizziness was not device related. However, the lv pacing impedance measurement was found to be high out of range greater than 2,000 ohms. This was also observed in the most recent device interrogation. All other measurements were stable. Further information indicates the device was explanted and replaced due to normal battery depletion. At change out, it was noted that the lv lead threshold measurement was stable but the pacing impedance measurement was still high out of range. The physician, however, decided to leave the lv lead as is. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.